Manufacturer narrative:
H3: product analysis #:part # 5484113, lot # kh21l142 visual and optical examination confirmed the obturator tip has been stripped and deformed, consistent with interface during usage. The remaining torx tip has been twisted. This type of damage is consistent with torsional overload. H6: updated eval code method (fdm/annex b) and eval code result (fdr/annex c) codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: country of event- japan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient having th2-11 posterior fixation therapy. It was reported that during the removal of the translace nail, the t25 retaining driver was used to attempt to remove the set screw on the rod side, but the the tip of t25 obturator deformed and got stripped to screw. Deformation and abrasion of the screwdriver tip was reported. Removal could be achieved by using the t25 shaft for the removal. There was a delay of less than 60 minutes in the procedure. There was no patient symptom reported. There were no further complications reported regarding the event.